Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after a percutaneous coronary intervention procedure using a 6fr sheath. Reportedly, when the plunger was removed, no sutures were attached to the needles. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to the plunger was not fully depressed flush with handle body such that the posterior needle tip caught in the foot pocket resulting in a suture retrieval issue. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.